Event description:
"Tool broke during use" was reported by the or contact. After the surgeon had completed the drilling, the tool broke free and fell into the surgical site. The surgeon removed the tool piece with forceps. The tool broke near the base. There were no pt injuries and no delays as a result. The tool was discarded, and no lot number is available.